Manufacturer narrative:
(B)(4). Evaluation, results: mi, stent thrombosis, tvr.

Event description:
During the index procedure two endeavor mx drug eluting stents were implanted at the 1st diagonal branch. One endeavor mx drug eluting stent was implanted at the mid lad. It was reported that an mi occurred 1 day post stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Event was identified by the clinical events committee and deemed to be consistent with an mi. Balloon revascularization of the mid lad was carried out 7 days post the index procedure. Approximately 11 days post index procedure a stent thrombosis event (angiographically proven) is reported to have occurred. Event was identified by the clinical events committee and deemed to be consistent with a stent thrombosis. No further details are available. A revascularization of the mid lad was carried out 11 days following index procedure. One other brand stent was implanted. A revascularization of the 1st diagonal branch was also carried out on the same day. One other brand stent was implanted. Investigator has indicated that events were not related to the study stent. Patient displayed stable angina at 30 day follow up. Patient was asymptomatic / free of symptoms at 6 month to 2.5 year follow up. Approximately 2.5 years post the index procedure revascularization of the mid lad was carried out, one competitor stent was implanted. Investigator has indicated that is was not assessable to determine if the event was related to the study stent. (Ref MFR # 9612164-2011-00615 & 9612164-2011-00616).